Event description:
It was reported that the device leaked. No known adverse effects to patient.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n 21-7302-24; the sample was received in used conditions with its original packaging unwrapped. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. Functional testing was performed by using a syringe to infused water into the ay bag. Leakage was detected in one of the top corners of the ay bag. In magnus and cassette lines, quality verifies that the leak tests are properly performed. The customer reported: "leaking cassette" was confirmed. Per previous complaints, CAPA (B)(4) was issued on 12/jan/2017, to determine the root cause and implement proper corrective actions. The following actions were taken, per previous complaints, CAPA (B)(4) was issued on 12/jan/2017, to determine the root cause and implement proper corrective actions. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor on 14/jan/2019.